Event description:
Procedure type: laparoscopy. According to the reporter: the customer reports: during the surgical intervention a noise similar to a burst was heard. Rupture of the balloon was found with retention of a fragment in the abdomen. The fragment was removed in a timely manner. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).